Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined it was caused by the rotation guidepost of the head cover not being aligned. In addition, there were cracks on the connector and the cable was discolored and kinked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera orientation on the hd camera head was not correct prior to an unknown diagnostic procedure. There were no reports of patient harm associate with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the rotation guidepost of the head cover not being aligned could not be identified. The phenomenon could have been prevented by following the instructions for use below: when using the camera head while its main body is hanging down, rotate the main body to align the two notches shown in figure 4.4 so that orientation of the endoscopic image on the monitor becomes correct. Olympus will continue to monitor field performance for this device.